Event description:
It was reported that the device was explanted after an implant duration of approximately 12.17 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B)(4). (B)(4). Anti-backup failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange indicator was visible at the 5th firing sequence thus, it over traveled. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the endocutter device would not fire. This was the first firing of the device and it is unknown what color cartridge was being used. The clip applier device was also being used and at the third or fourth firing the clips were pear shaped. New devices were pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.